Event description:
International affiliate reported that the drain was implanted in 2006 and fixed with suture. The drain broke four days later, during removal. The pt was returned to surgery to remove the retained fragment. No further info is available at this time.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pilable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."